Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had rebooted on its own repeatedly. The field service engineer checked the station all power cables for any damage or loose connections. The fse found no issues with the power, cables, or connections. The fse tested the voltage of the backup battery to ensure no power shortages were occurring. The fse then tested the station and found no further issues. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was randomly rebooted during a procedure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.